Manufacturer narrative:
All information provided by manufacturer and maude report number mw5038974. (B)(4).

Event description:
It was reported that the atrial lead was fractured. The lead was explanted and replaced. Immediately after the procedure, the patient resumed all normal activities without difficulty.